Event description:
It was reported the patient's pump had more volume than expected with a discrepancy of more than 25%. The estimated refill volume was 5 cc/ml and the actual refill volume was 12.5 cc/ml. The patient was on oral baclofen. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.